Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/23/2015 (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an umbilical hernia procedure on (B)(6) 2015 and mesh was implanted. Upon placement, a piece of mesh was disintegrating. As soon as the mesh hits a tissue, the bottom ring falls apart. The procedure was completed successfully with another like a device. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 12/30/2015. It was reported that the patient underwent open umbilical hernia procedure. Actual device was returned for evaluation. Visual inspection of the product packaging exhibited significant wrinkling of the packaging, especially near the heat-seal margins, and the presence of several perforations from fatiguing of the laminated foil packaging. These observations are clear signs of re-sterilization by autoclaving and the product packaging was compromised, exposing the device, which subsequently degraded.